Event description:
The customer contact reported "heparin partially infused into the saline container" which resulted in the pt receiving more medication than intended. At 0700, line b of the pump was programmed in the piggyback mode to deliver an unspecified concentration of heparin at a rate of 12.2 ml/hr and the delivery was started. No further programming parameters were provided. At 0900, line a of the pump was programmed to deliver 0.9% sodium chloride at a rate of 125ml/hr and both deliveries were started. Reportedly, the nurse had unspecified difficulty programming the device. At 1130, the pump alarmed for air in line and the nurse noted the heparin bag was empty. The customer contact indicated that the heparin may have backflowed into the 0.9% sodium chloride solution container due to the pump door "possibly" being opened during programming. The pt was reported to "have a higher inr than is therapeutic." No medical interventions were required. There were no reported adverse pt sequelae. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.